Event description:
Two weeks after insertion, patient seen for check-up. She reported abdominal cramping and spotting. On (B)(6) 2013, the patient went to ER (emergency room) with symptoms of mild-sternal chest pain at level of xiphoid process radiating up into her chest, dizziness, arm tingling, nausea and diaphoresis. She was treated for mild pancreatitis and then discharged. On (B)(6) 2013, she was back to emergency room with vomiting and abdominal pain. A tomography showed essure was out of place. On (B)(6) 2013, patient was taken to surgery. She had an exploratory laparotomy for lysis of adhesions, management of obstruction, appendectomy and removal of micro-insert. The reporter did not think essure caused it, but was involved.